Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description (event details, per): it was reported that a patient received thr on (B)(6) 2010. Subsequently, the patient underwent a revision surgery of the implants due to lysis and pain. The old components were replaced by arcos femoral components. During the revision surgery, the tip of alloclassic stem extraction hook got broken as well while trying to remove the implant with slaphammer. The breakage of the instrument is reported under cmp-(B)(4). (MFR 0009613350-2016-01378). Review of received data: one undated x-ray was received for the investigation. Radiolucent lines are observed being present laterally and medially to the femoral stem from the distal end to proximal end which is most likely an evidence for loosening. However, there are no previous x-rays to compare, therefore this phenomena can not be confirmed. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. It was requested but not returned by the hospital. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer (B)(4). Root cause analysis: pain and osteolysis cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: neither operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Further information was requested but no additional data were received due to privacy regulations. The only received medical data regarding the event is the undated x-ray in which the femoral stem is covered with radiolucent lines. However, since there are no previous x-rays to compare, this cannot be attributed to a loosening effect. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted with an alloclassic®, sl stem, uncemented, 4, taper 12/14 on (B)(6) 2010 and was revised on (B)(6) 2016 due to pain and osteolysis.